Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow-up experiencing muscle stimulation. Upon interrogation, the pulse generator exhibited backup vvi status. After the device product code was downloaded, normal device function resumed. No additional information was reported.